Event description:
I had the essure permanent birth control put in 2010 and since have had hair loss, loss of energy, heavy bleeding, no sex drive and severe mood swings. Due to all of my issues, I will be having a hysterectomy in (B)(6) 2014. With two children and a full time job, life has been very difficult due to the side effects. I am also malignant hyperthermia which means a hysterectomy is not an in and out surgery for me. I will need to stay longer in the hospital and have a special anesthesiologist there at all times. A product like this should not be allowed to be put into women with no such warnings.